Event description:
The patient had a tavr (transcatheter aortic valve replacement) implantation completed (B)(6) 2021 and a quality panel between sovah health and duke health believe that this medtronic device "evolut pro+" sn: (B)(6) migrated from the original implant location prior to a cardiac catheterization performed (B)(6) 2023.